Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor first attempted to deploy the capsule but did not seed. It took a bite out of the patient's esophageal tissue but was located in the back of the patient's throat. They attempted to retrieve the capsule, but it was found located in the patient's abdomen. During second attempt, the doctor pierced again the patient's tissue and did not deploy. The capsule remained on the probe. The third capsule was successful. There was no harm to the patient. A propofol was used to the patient during procedure. The second procedure was performed during the same event.